Manufacturer narrative:
(B)(4). Device photo evaluation: visual analysis of the identified photos: red particles in the shell, cloudy in the gel and labeled as right side. The unit is not rupture apparently. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.